Manufacturer narrative:
Sensor kit expiration date is 30-jun-2021. The medical event associated with this case occurred on (B)(6) 2022 which confirms the usage of the device beyond the useful life of the device. No additional investigation are required as the device met its specification lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer received a "replace sensor" message after 8 days of sensor wear and was unable to obtain readings or receive glucose alarms. As a result, customer experienced a seizure and loss of consciousness and was unable to self-treat, requiring hcp treatment of intravenous glucose for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.